Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that the "catheter" disconnected which led to the alarm; the patient did not intentionally disconnect. There was no patient injury or medical intervention associated with this event. No additional information is available.